Manufacturer narrative:
Continuation of concomitant products: dtma1d1 crt-d, implanted: (B)(6) 2018.

Event description:
It was reported that the patient received 4 inappropriate shocks due to a confirmed fracture of the right ventricular (rv) lead. The lead was suspected to be fractured due to clavicular crush. The lead was capped and replaced. No further patient complications have been reported as a result of this event.